Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at generator changeout, this right atrial (ra) lead was noted to have insulation breach. All lead values looked good prior to the procedure. Additional information received indicated that the conductor coil of this lead was exposed. The physician opted to use a lead repair kit for this lead. This lead remains in service. No additional adverse patient effects were reported.